Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer¿s blood glucose was 113 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.